Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to communicate with their ipg and the ipg became inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post op.